Event description:
The customer's parent called and reported the customer was hospitalized with high blood glucose in the 20 to 29 mmol/l range and ketones. The customer was taken off the insulin pump and treated manually. Troubleshooting for high blood glucose was declined. It was stated it looked like the insertion sites were working and then would stop, but no alarms were received on the insulin pump. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.